Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis revealed the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The distal end of the glass cap is detached and not returned. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits severe burn mars detritus adhesion on the surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the fiber aiming beam was at the output window and no signs of breakage along length of fiber were identified. Based on the observed circumferential fracture and glass cap detachment, the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture and glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the console screen prompted a premature fiber degradation courtesy message. A second fiber was utilized to continue with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis found that the distal end of the glass cap was detached and the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Based on the observed circumferential fracture, the potential for forward firing exist.